Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use an assurant cobalt stent to treat a severely calcified and mildly tortuous iliac artery lesion with 80% stenosis. The device was inspected with no issues noted. Negative prep was not performed. No unusual resistance noted when removing the protective sheath. The lesion was pre-dilated using an admiral device. It was reported that while approaching the stenotic lesion, resistance was noted but no excessive force was used crossing the calcified site however the stent dislodged at the proximal side of the lesion. The device did not pass through a previously deployed stent or cell of a stent. The stent was dilated and apposed to the vessel wall using a pta balloon. The incident was reported to have delayed the completion of the procedure by 30 mins. No further clinical sequelae was reported for this event.